Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to arthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and competitor¿s bone cement. On (B)(6) 2017, the patient underwent a stage 1 revision with a temporary knee spacer and medial gastric flap raised inset over spacer, due to infection. All components were removed, and antibiotic spacer placed. There were no complications to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2017; (lt knee).